Manufacturer narrative:
This report is a combined initial/final medwatch. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned and evaluated. During the evaluation, the user report was confirmed. An e224 error message was displayed due to a faulty cable. This cable will require replacement. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the evaluation of the subject device, it is believed that the faulty cable caused the reported failure to occur. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that their olympus 4k camera head was presenting an e224 error message during reprocessing. There was no patient involvement during this event.